Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: clinical outcomes of single incision laparoscopic surgery and conventional laparoscopic transabdominal preperitoneal inguinal hernia repair, source: ilhan ece, huseyin yilmaz, serdar yormaz, mustafa sahin date: 2017, january-march 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed december 2012 and january 2015, during laparoscopic transabdominal preperitoneal (tapp) inguinal hernia repair is a frequently performed method. A retrospective study by ece et al. Evaluated the safety and feasibility of the single-incision laparoscopic surgery (sils) approach for laparoscopic tapp repair of the inguinal hernia. For tapp, a trocar was introduced through the umbilicus with open technique, with 3 other trocars. The rates of short-term post-operative complications were comparable between the groups; seroma, and hematoma, and all complications were resolved with conservative treatment. Three patients were treated with oral antibiotics for port site infection. Three patients in the sils-tapp group experienced port site hernia (psh).